Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional nd performance testing. The device was returned back into inventory for use.

Event description:
A physio-control field service rep was testing one of his loaner devices when it was observed that the device would continuously alarm "leads off". There was no pt use associated with the reported failure.